Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer determined the most likely cause of reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
At this time, the vyaire failure analysis laboratory has not received the suspect component. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The issue occurred when the field service turned the ventilator on for preventative maintenance. The customer reported the events log shows the turbine pressure transducer failed calibration testing.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The combination of transducer fault at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.